Event description:
It was reported that pt underwent knee procedure in 2001. Pt experienced dislocation of the bearing while asleep. Subsequently, the tibial bearing was revised in 2009. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed 10/30/2009.